Event description:
It was reported that a remote transmission was triggered when the patient received inappropriate atp therapy due to the device detecting svt as vt. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.